Event description:
On (B) (6) 2007, a patient in the (B) (6) clinical study was implanted with an advance sling. On (B) (6) 2009, this subject had urinary retention and a suprapubic tube was inserted. This event was not considered serious. Relationship to the device and procedure is indicated as yes. Event status is indicated as continuing. No surgical intervention is indicated and no further information has been reported.